Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-06884725 that an ar-6480 dw arthroscopy pump did not run at full speed. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. -one unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. - the returned device was visually inspected, and no problems were found with the exterior of the dualwave¿ arthroscopy fluid management system. Manufacture date is 08-aug-2024. -the returned device was assembled with an ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine, the pump run at the highest speed for 30 minutes with no issues. No changes in the speed or pressure were noted during the time the machine was tested. No problem found. -pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected ¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. - refer to investigation photos. -complaint allegation is not confirmed.